Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to deploy from the delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm). Failed to deploy from the delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25154667 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 01/12/2021. An investigation was conducted on 01/18/2021. A visual inspection was conducted. Only the delivery device and the seal was returned for evaluation. Signs of clinical use and heavy amount of blood was observed on and inside the delivery device as well as on the seal which indicates an attempt was made to introduce the device into the aorta. The seal was observed to be in a rolled position. The tension spring assembly was observed to be in its normal position in the delivery tube. The white plunger was fully depressed and the blue slide lock was dis-engaged. The seal and tension spring assembly was removed from the delivery tube. No visual defects were observed on the seal. No measurements of the delivery tube were taken due to the presence of blood. Based on the returned condition of the device, the reported failure "activation problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to deploy from the delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.